Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. Results of investigation: a vyaire certified service technician was able to verify the customer's reported issue. The technician attempted to power on the device, however, the device would not boot up. External power led would not illuminated. Further bench testing revealed a malfunctioning blower module. The service technician replaced the blower module and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the enve ventilator suddenly powered off while connected to a patient. The customer stated that a respiratory therapist was at beside when the reported event took place. The patient was immediately placed on a back up ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis laboratory received only the ptv blower module of the device. The component was installed on a test unit in an attempt to confirm the reported problem. The component would not power on. The ptv blower module was examined and the impellers were found to have seized which contributed to overheating of components and led to component damage. Debris was found on the entire internals of the blower module that came from the impellers. The reported issue was duplicated in the laboratory setting. It is unknown what outside forces may have contributed to the original issue.